Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. The device was put on the x-ray to look for any potential abnormalities that could have contributed to deployment issues, but no anomalies were noted. A guidewire was inserted through the device and an attempt was made to deploy the catheter. While moving the slider switch, the spline cage remained undeployed. It was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. The device was dissected to look for any abnormalities that could have contributed to the delamination of the guidewire lumen. Nothing out of the ordinary was noted. The reported deployment issues were confirmed.

Event description:
Reportable based on analysis completed on 05feb2024 it was reported that during a pulmonary vein isolation procedure to treat paroxystic atrial fibrillation the farawave ablation catheter was intended to use, the ablation catheter deployed normally to begin with, but during the procedure the catheter could not be opened to basket/flower and could not reach flower or partial flower position. The guide wire was inserted though the catheter when the catheter was deployed. The troubleshooting was performed, and the catheter was replaced. The procedure was completed successfully. No patient complications were reported. The device returned and has been already analyzed. However, analysis of the returned device revealed that the guidewire lumen was no longer adhered to the tip of the spline cage.